Event description:
It was reported that following the implantation of the pt's pump and catheter, the pt experienced nausea, vomiting, abdominal pain, high fever, and meningitis. The pt reported being septic. The pt spent three months in the hosp. The pump was explanted and the pt recovered. No further details were provided.

Manufacturer narrative:
(B)(4)